Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had made multiple attempts to reach the customer in order to gather more information on the catalog and lot number; however, bd had not received a response from the customer. A good faith effort has been made and this complaint will be closed without further investigation at this time. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Trouble shooting was completed with bd technical services. Hemolysis can be caused by many sources, including certain patient pathological conditions, improper specimen collection, specimen processing, and specimen transport. Specimen collection factors that can contribute to hemolysis range from prolonged tourniquet time and improper venipuncture technique to transferring a sample from a syringe draw or IV catheter. Specimen processing factors include vigorous mixing or shaking of the specimen, not allowing the specimen to clot for the recommended amount of time, prolonged contact of serum or plasma with cells, and exposure to excessive heat or cold. Finally, mechanical trauma and other adverse conditions during transport of tubes can result in hemolysis. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified number of an unspecified bd blood testing tubes experienced hemolysis after use. The following information was provided by the initial reporter: contacted the customer for details and this is the customer's response: hello, thanks for getting back to me. I unfortunately I can¿t give lot numbers because that had happened many times in the past and those tubes expired and were discarded. I processed those samples into so I don¿t have any lot numbers or anything. I guesstimate almost 75-80% of the time every time I drew into those tubes (2 separate orders / lots) and then processed it the blood would be hemolyzed for no apparent reason because the bloods of the other tubes drawn at the same time processed just fine. We stop drawing with those tube so I just let it go but now we¿re starting a new study and we are going to be drawing from those bdp 800 tubes again. Spoke with the customer and she stated that she is an experienced phlebotomist, and fills the tubes completely, and used a butterfly set. She mixes them 3-4 times and places the tubes in the refrigerator. The tubes are all hemolysed after centrifugation (3000 rpm for 10 minutes). She stated that she only warms the tubes up in her hands before drawing the blood. I suggested that she allow the tube to come to rt for at least 30 minutes. Received a voicemail stating that she orders the p800 blood collection tubes and that every single sample that is drawn is hemolyzed.